Manufacturer narrative:
(B)(4). Event date is unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a kit inspection it was noticed that the rasp hand grip did not hold the rasp any more, a new instrument was needed to complete a procedure. There was no adverse event reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection showed impact damage to the handle indicating repeated use. One of the pin caps is missing from the pin. Functional testing was performed on the returned broach handle with gage g01739-15 according to inspection criteria q02315 and found to be conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.